Event description:
Boston scientific received information that, during a normal device change out procedure, an insulation breach was noted on the rate/sense portion of this right ventricular (rv) lead. The insulation breach was near the is-1 terminal pin. The rate/sense portion of the lead was surgically abandoned and a new lead was successfully implanted. It was noted that there was no noise or inappropriate detections with the existing device. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.